Manufacturer narrative:
On 04-dec-2015, a field service engineer (fse) visited the customer site. The fse performed a hybrid arm tip attach and detach alignments, and verified proper operation. Ran vitamin d quality control (qc) and passed with no errors. Since the instrument was shown to be performing as intended, no further additional activities were required by field service. The most probable cause of the reported event was the hybrid arm tip pickup needing alignment. This report is being submitted due to a retrospective review conducted under CAPA (B)(6).

Event description:
On (B)(6) 2015, a customer reported error 4253: hybrid arm z axis home overrun with their aia-2000 analyzer. The customer was not able to run prolactin, and progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin, and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.